Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (unspecified) was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from november 26, 2020 - november 27, 2020. H10: the actual device and photograph of the sample was received for evaluation. The bag of the actual sample was cut where the customer emptied the contents. Visual inspection along with magnification was performed in the actual sample and no particle was observed. Meanwhile, the photograph was visually inspected which observed floating particulate matter. The reported condition was verified in the photo sample; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.